Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-dec-2025, a sales representative reported via email that an ar-2924phs mini hip pushlock anchor broke during use. A second pushlock anchor was opened and also broke upon insertion. This issue was discovered during a procedure conducted on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. Directions for use dfu-0087-eo revision 5 corkscrew®, pushlock®, and swivelock® suture anchors. G. Precautions . 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The complaint allegation was not confirmed. No evidence of that failure was received.